Manufacturer narrative:
(B)(4). Method: the complaint ojr414 optiflow junior 2 cannula was not received at fisher & paykel healthcare (f&p) for investigation. Our investigation was thus based on the information provided by the customer, previous investigations of similar complaints, and our knowledge on the product.   Results: the customer reported that the prong of an ojr414 optiflow junior 2 nasal cannula bent during patient use.   Conclusion: without the complaint device, we are unable to determine the cause of the reported fault.   All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded.   The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A distributor in japan reported on behalf of a healthcare facility, via a fisher and paykel (f&p) healthcare field representative, that the prong of an ojr414 optiflow junior 2 nasal cannula bent during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility, via a fisher and paykel (f&p) healthcare field representative, that the prong of an ojr414 optiflow junior 2 nasal cannula bent during patient use. There were no reported patient consequences.